Event description:
The customer stated that the unit turns itself off after 2 minutes. No patient impact or consequences were reported.

Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation a 10 beep watchdog alarm is triggered after boot up. Due to failure error, device cannot take measurements and screen goes dark while it beeps (device is still powered on). Internal investigation found pins that measured a lower voltage compared to when they measured voltage on a known good radical-7. The short causes the voltages in the instrument board to be out of range. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Event description:
The customer stated that the unit turns itself off after 2 minutes. No patient impact or consequences were reported.